Event description:
It was reported that the pump screen went blank unexpectedly and the led was not blinking. There was no adverse impact to the customer's blood glucose level. The customer needed to plug the pump into a power source in order to turn it back on, and there was no prior power source alert present in the pump history before the shutdown. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.